Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not working due to fluid loss in the system. The location of leak was not located during the surgery. The original implant was approximately eight years old according to physician. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.